Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was unable to duplicate the reported issue. As a precautious the se replaced the flash drive kit. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a, 980 ventilator failed power on self test (post). It is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
(B)(4). The ventilator was not in use on a patient at the time of the reported event.